Event description:
It was reported to the manufacturer that the vns patient was scheduled for a full revision due to a lead issue. Follow-up revealed that there was a lead fracture. Good faith attempts to obtain additional information regarding the event have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.